Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the session, when dragging and copying the settings of group a to group b, the data was initialized. It was unknown what led or contributed to the issue. It was attempted to create group b without copying group a. The issue was unresolved at the time of the report. Patient was implanted for parkinson's disease.